Event description:
During the procedure the doctor determined that the guidewire body was bent. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
During the procedure the doctor determined that the guidewire body was bent. A new kit was opened to finish the procedure. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire for evaluation. No evidence of use was observed on the guide wire. The guide wire was observed to have one kink and one offset coil toward the distal end of the body. The distal j-bend was severely misshapen but intact. Microscopic examination confirmed the kink and offset coil in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire measured 542mm from the proximal tip. The offset coil in the guide wire measured 15mm from the distal tip. The overall length of the guide wire measured 604 mm which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.800 mm which is within the specification of 0.788- 0.826 mm per guide wire product drawing. The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution that withdrawing the guide wire against the needle bevel or use of excessive force during removal could damage or break the wire. The report that the guide wire was kinked during use was confirmed through examination of the returned sample. Visual analysis revealed that the guide wire contained one kink and one offset coil. The returned guide wire met all relevant dimensional and functional requirements, and a device history record review based on sales history did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use , unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.